Event description:
It was reported that the primary tubing set separated during use and a small amount of IV fluid leaked into the patient's bed. There were no adverse consequences caused to the patient as a result of this event..

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint of a primary tubing separation and leak was not confirmed. The customer provided a photo of a pumping segment with its lower fitment inside its packaging pouch indicates from where the customer experienced the separation and leak, but the separation and leak could not be confirmed based on the photo. Device history record for model 2420-0500 lot 20043246 shows that the set was manufactured on 9 april 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified.

Event description:
It was reported that the primary tubing set separated during use and a small amount of IV fluid leaked into the patient's bed. There were no adverse consequences caused to the patient as a result of this event..

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the primary tubing set separated during use and a small amount of IV fluid leaked into the patient's bed. There were no adverse consequences caused to the patient as a result of this event.